Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint record # (B)(4).

Event description:
The customer was hemoconcentrating and noticed pinkish colored fluid coming through the effluent line. The customer suspected a fiber leak. The customer replaced the beq-top 40010 open heart pack. There was no patient injury in this case.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The customer was hemoconcentrating and noticed pinkish colored fluid coming through the effluent line. The customer suspected a fiber leak. The customer replaced the beq-top 40010 open heart pack. There was no patient injury in this case.